Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh (x2) and a bard mesh (bard flat mesh). As reported, the patient is making a claim for an adverse patient outcome against the 3dmax meshes (x2) that were implanted on (B)(6) 2016. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with symptomatic bilateral inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device 1- right and device 2 - left). Per operative notes, ¿an infraumbilical incision was made. Both hernia sacs were dissected out. Two 3dmax mesh (device 1- right and device 2 - left) was placed into the inguinal floor and secure it with sutures.¿ on (B)(6) 2016 ¿ patient was diagnosed with recurrent right inguinal hernia thereby underwent laparoscopic repair with implant of bard flat mesh (device 3). Per operative notes, ¿an oblique incision was made to the lower quadrant of the abdomen, right groin. The hernia sac was dissected out. A bard flat mesh (device 3) was placed into the right inguinal floor and secure it with sutures with previously placed (device 1).¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2013) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog number, lot number, UDI no, expiry date), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol 3dmax (device 1). An additional supplemental emdr was submitted to represent the bard/davol 3dmax (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol 3dmax (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh (x2) and a bard mesh (bard flat mesh). As reported, the patient is making a claim for an adverse patient outcome against the 3dmax meshes (x2) that were implanted on (B)(6) 2016 and (B)(6) 2016. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.